Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has blood into canister. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse replaced all contaminated parts assy crm english, tubing, blood detect and performed a pm, functional checks and safety test, then returned unit to clinical service.